Event description:
Md attempted to use a perclose to close the puncture site of an artery. Suture broke loose and the knot and suture came out. After removing device md noticed the side wall of the perclose looked to be torn. Md asking if the hole within the perclose caused the suture to break off.